Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted three ruby coils in the aneurysm using the lantern. While forming the next ruby coil in the aneurysm, the ruby coil did not fit, and the physician decided to remove the ruby coil. While retracting the ruby coil, it unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached ruby coil. It should be noted that there was no reported issue with the lantern. The procedure was completed using another eight smaller ruby coils and another lantern. There was no report of an adverse effect to the patient.